Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device led to the event, we are filing this report for notification purposes.

Event description:
Pre-operative diagnosis: spinal canal stenosis procedure: l2-5 oblique lumbar interbody fusion (olif) it was reported that post-op, olif surgery at l2-5 was finished in three hours and bleeding was observed. At that time, there was no problem with that but three hours later from the surgery, patient¿s blood pressure dropped. The CT images were taken and it revealed hematoma such as spreading in the retroperitoneal cavity. When the olif was performed at l4/5, a blade pin was inserted at l5 and there was no bleeding at that moment but postoperative CT image showed that the segmental artery of l5 was damaged. Opening the incision again, performing hemostasis and removing hematoma was considered but it was risky, so the patient was transferred to another facility and angioplasty was performed. Even though it was performed, the bleeding did not stop so the patient was treated by transfusion. There was no problem after this. Patient's issue has been improved. No malfunction of the device was observed.